Event description:
It has been reported that on (B)(6) 2025 user's right receiver separated and the red bit of the receiver along with the dome got stuck inside the user's ear. The hearing care professional removed the receiver and the dome. There was no harm to the user. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Manufacturer's investigation: technical investigation concluded: no device history record has been reviewed as the serial number of the device is not known. Clinical conclusion: it has been reported that the user's right receiver separated and the red bit of the receiver along with the dome got stuck inside the user's ear. The hearing care professional removed the receiver and dome, and the user was okay. There was no harm to user following the incident, and no medical attention has been sought by the user. Clinical conclusion is that the detached receiver has not caused harm to the patient. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Trended case device investigation findings: adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. Adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. Assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. Used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments - we have body contacts. Manufacturer's investigation is final. This is a combined (initial and final) report.